Event description:
One pt sample with discrepant creatinine results. Initial result gave <0.3 mg/dl; repeat gave 1.3 mg/dl. Erroneous result was not reported. The field svc rep determined the cause of the low recovery to be due to contamination, and decontaminated the analyzer. Performance tests were performed.